Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
On (B)(6), 2016 at 11 p.m. The measured arterial pressure was 160/120 mmhg. Due to this fact the patient was given drugs to decrease the blood pressure.

Manufacturer narrative:
The customer performed two stages of troubleshooting measures: during the incident, the site was changed by the users and found that the error was consistent, the error followed the site after it was changed. The problem was reproducible. After the incident, the x2 was tested against a simulator by the biomed, and found that it was displaying all correct values. The testing and evaluation of the multi measurement server x2 by the biomed and the repair technician at the bench does not support that there was malfunction of the device. They found the device to be operating as specified and expected. The biomed suspects that the transducer could be the cause of the problem. However, the transducer in question was already discarded and not available for assessment. With the available information, philips has not been able to establish exactly what happened at the time of the reported event, and therefore it was not possible to establish a clear cause.

Event description:
On (B)(6) 2016 at 11 p.m. The measured arterial pressure was 160/120 mmhg. Due to this, the patient was given drugs to decrease the blood pressure. The values became more implausible over time (160/140 mmhg). The device was used for monitoring at the time of the alleged malfunction. The patient was given drugs to decrease the blood pressure. No further information about the patient's condition was provided.